Manufacturer narrative:
Correction: e1 reporter city.

Event description:
It was reported that the lead was found to be fractured on the left tail of the lead. This was found during ipg replacement on (B)(6) 2026 [related manufacturer reference number: 1627487-2025-03445]. The lead was connected to the new ipg. It remains intact and implanted with the remaining contacts providing effective therapy for the patient. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated. Primary unique device identification (UDI) number: the unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.